Event description:
Per the clinic, the patient experienced itching, skin irritation, swelling and infection around the magnet area. Subsequently, the patient was treated with a mix of topical antibiotics and steroid. The patient was also advised to temporarily discontinue the use of the sound processor.